Event description:
Based on additional information received on 30-nov- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. Based on additional information received on 30-nov- 2017, the case was updated to valid as the adverse events of significant pain and swelling were added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 30-nov-2017 from a healthcare professional. This case concerns 2 patients of unknown demographics who received treatment with synvisc one and later after unknown latency had significant pain and swelling. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patients initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020). On an unknown date, after unknown latency, patients had significant pain and swelling. Action taken: unknown corrective treatment: not reported for both events outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction follow up was received on 30-nov-2017. No new information was received. Additional information was received on 30-nov-2017 from the health care professional. The case was updated to valid. The events of significant pain and swelling were added along with details. The event reaction after their synvisc-one injections (unevaluable event) was deleted. Clinical course was updated and text was amended accordingly. Additional information was received on 30-nov-2017 and 18-dec-2017 (both processed together with the clock start date of 30-nov-2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc result was added. Text was amended accordingly. Additional information was received on 30-jan-2018. The case was initially processed as a summary case of 05 patients was now updated to case of 02 patients. Related cases ((B)(4)) were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced significant pain and swelling. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 30-nov- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. Based on additional information received on 30-nov- 2017, the case was updated to valid as the adverse events of significant pain and swelling were added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 30-nov-2017 from a healthcare professional. This case concerns unknown patient who received treatment with synvisc one and later after unknown latency had significant pain and swelling. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020). On an unknown date, after unknown latency, patient had significant pain and swelling. Action taken: unknown. Corrective treatment: not reported for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction follow up was received on 30-nov-2017. No new information was received. Additional information was received on 30-nov-2017 from the health care professional. The case was updated to valid. The events of significant pain and swelling were added along with details. The event reaction after their synvisc-one injections (unevaluable event) was deleted. Clinical course was updated and text was amended accordingly. Additional information was received on 30-nov-2017 and 18-dec-2017 (both processed together with the clock start date of 30-nov-2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc result was added. Text was amended accordingly. Additional information was received on 30-jan-2018. The case was initially processed as a summary case of 05 patients was now updated to case of 02 patients. Related cases ((B)(4)) were added. Text was amended accordingly. Additional information was received on 30-jan-2018. The case was previously processed as 02 patients case and was now updated to case of 01 patient. Related cases ((B)(4)). Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-jan-2018: the follow up information received does not change the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and experienced significant pain and swelling. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 30-nov- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. Based on additional information received on 30-nov- 2017, the case was updated to valid as the adverse events of significant pain and swelling were added. (B)(4). This unsolicited case from united states was received on 30-nov-2017 from a healthcare professional. This case concerns 5 patients of unknown demographics who received treatment with synvisc one and later after unknown latency had significant pain and swelling. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patients initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020). On an unknown date, after unknown latency, patients had significant pain and swelling. Action taken: unknown. Corrective treatment: not reported for both events. Outcome: unknown for both events. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction follow up was received on 30-nov-2017. No new information was received. Additional information was received on 30-nov-2017 from the health care professional. The case was updated to valid. The events of significant pain and swelling were added along with details. The event reaction after their synvisc-one injections (unevaluable event) was deleted. Clinical course was updated and text was amended accordingly. Additional information was received on 30-nov-2017 and 18-dec-2017 (both processed together with the clock start date of 30-nov-2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced significant pain and swelling. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.